Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_stimloc_acc, implanted: (B)(6), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that one of four tabs on the cap of the burr hole cover would not engage on the base. An attempt to use a new cap was made, but the base ring could not be removed because the frame assembly and microdrive had been disassembled. The surgeon observed that one of the four slots was occluded with plastic. The culprit tab was removed from the cover and lead stability was supplemented by adding a dog-bone style plate. This process prolonged the case, but did not injure the patient. The issue was resolved at the time of this report. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the rep reporting that the cause of the issue appeared to be that the base ring was improperly molded/machined. The rep reported that the slot was not fully formed. No further patient complications have been reported as a result of this event.